Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was "up to 600 mg/dl". Customer drank water and administered a manual injection to address bg.